Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt completed treatment. Upon removing the tubing set, moisture was noticed on the back of the cassette and inside the cycler. Pt received prophylactic antibiotics and has had no adverse effects. His effluent has remained clear. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.